Event description:
It was reported that during procedure, it was found that the console had low energy. The procedure was not completed. There were no patient complications.

Manufacturer narrative:
The console was not returned to the manufacturer for analysis, but it was serviced at the user's facility. The field service engineer performed on-site testing which showed that the optical system was working properly. The laser power output was tested in user mode, and it was normal. The console operated normal during a test run. The reported allegation of low power was not confirmed. The device was installed on may 09, 2020 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of low power and surgical procedure delayed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of reported information and investigation results, an investigation conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that during procedure, it was found that the console had low energy. The procedure was not completed. There were no patient complications.